Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of a patient that had been lost to follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported. Device restoration was unsuccessful. The device was explanted and replaced on (B)(6) 2015.